Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 29aug2019. The manufacturer's field service engineer confirmed the reported problem via diagnostic code 3122 in the event log. This issue could not be reproduced. The manufacturer's field service engineer ran and extended self-test twice, and the ventilator passed both times. The pressure relief valve was found to be at the high end of the acceptable threshold, but was still in tolerance. The field service engineer adjusted the pressure relief valve back from 145 cmh2o to 135 cmh2o. The device then was verified to have all values within specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator that experienced a pressure relief valve failure during an extended self-test as exhibited by (B)(4). There was no patient involvement.